Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of received problem description, service report and device's log files. According to the information received from our field service engineer (fse), the pressure transducer printed circuit board was found faulty and required replacement. After replacement of the pressure transducer pcb, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. If the insp/exp pressure transducer tubes were not connected properly to the pressure transducer pcb or if the o-ring inside the pressure transducer pcb were not seating well it might lead to accumulating of water or dirt in the pressure tube which might end up in the way of the pressure. More over, the gas might leak from the end of the insp/exp pressure transducer tubes or from under the tower of the pressure transducer pcb which will lead to incorrect measurements and will fail in the pressure transducer test. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-s, - corrected brand name: servo-s base unit. D4 ¿ version or model #: - previous version or model #: servo-s, - corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).